Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, described as patient made mistake. On (B)(6) 2011, the patient experienced peritonitis and hospitalized the same day. On an unreported date, the patient began remedial treatment with an ip injection of vancomycin 1gm stat and tazopip 4.5gm intravenously 2x/day. The reported cause of the peritonitis was a break in aseptic technique, described as patient made a mistake. At the time of this report, the patient remained hospitalized and the event of peritonitis was resolving. The outcome of break in aseptic technique was not reported. Dianeal was ongoing. The nurse did not provide an opinion of causality.